Event description:
During the process of contacting the patient to notify them that their device may be nearing end of service, it was discovered that the patient had passed away. Exact cause and date of death are unknown at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.